Event description:
Revised right hip due to pain and moderate alval. Head and liner removed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Patient operative notes indicates the physician removed tissue samples to be tested. Histopathology reports on those tissues documented appearances are in keeping with moderate alval. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. It was initially reported that the patient is considered obese. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-mature failure. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.